Event description:
It was reported that the insulin pump has a partial display. It was stated that the devise has not been bumped or dropped and customer is using the recommended battery type. Blood glucose value was 7.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self test. No anomaly display during our testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.